Event description:
It was reported that faradrive steerable sheath clear was selected for pulse field ablation procedure. During the procedure when the farawave catheter was inserted into the sheath, air continued to appear and cannot be removed during reverse blood flow confirmation. No abnormalities were noted on the sheath during aspiration. Versacross connect, starter guidewire, farawave catheter were inside the sheath when air was noticed. The position of the guidewire was slightly protruding from the tip when catheter was inserted into the sheath. No air was noted in the patient. Infusion pump with flow rate of 100ml/h irrigation was used for the sheath. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valves.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulse field ablation procedure. During the procedure when the farawave catheter was inserted into the sheath, air continued to appear and cannot be removed during reverse blood flow confirmation. No abnormalities were noted on the sheath during aspiration. Versacross connect, starter guidewire, farawave catheter were inside the sheath when air was noticed. The position of the guidewire was slightly protruding from the tip when catheter was inserted into the sheath. No air was noted in the patient. Infusion pump with flow rate of 100ml/h irrigation was used for the sheath. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis.